Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as "the patient was old, spent most of time in bed, and the pd solution bag exchange was performed in the bedroom". The event was manifested by abdominal pain. The patient was hospitalized for the event. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for fungal peritonitis. Three days after the receipt of this report, the patient's pd catheter was removed and the patient was switched to hemodialysis that same day. At the time of this report, the patient is recovering and remains hospitalized. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.